Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.